Manufacturer narrative:
The technician found the head brake casters missing the brake adjuster. The technician did not know the cause for the missing brake adjusters. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the head brake casters would roll when the brake is engaged. The stretcher was located in emergency room at the facility. There was no patient/user injury reported. (B)(4).